Event description:
While on a patient the unit would start to pace then pacer would shut off. No harm to patient.

Manufacturer narrative:
Attempts to acquire the required patient information are ongoing. Welch allyn will update this report when it has acquired this information.